Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon final impacting of the glenosphere, the impactor tip broke. No further item was needed, as the implant was already seated in. There were further incidents, delays, and no harm was done to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). A comprehensive metal impactor was returned and evaluated. Visual inspection of the impactor identified to be fractured and has been removed from the threaded portion of the handle. Device was submitted for further analysis. Analysis determined the fracture surface with the presence of a bending hinge, suggest a bending overload fracture device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.